Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: as per child investigation (B)(4). The following tests were completed for 10 reference samples of lot 6005338. 1. Visual inspection as per 4902148 quality criteria for products of the inset engesp family, version 40. 10 samples visually inspected and no damages or bent. Trending: a query was run in database on 18-mar-2025 against malfunction code adhesive patch lifts or detaches during use (only use for confirmed adhesive issue) and lot 6005338 and no more complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2024, it was reported by the patient father that infusion set fell off after 6 hours of use. Infusion set was placed in abdomen. No further information was available.